Manufacturer narrative:
Right front wheel fall off when the patient drove it at home. The patient managed to maintain the balance and did not fall. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Right front wheel fall off when the patient drove it at home. The patient managed to maintain the balance and did not fall. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in sweden.